Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles inside an unknown IV set during infusion with an unknown solution to a patient. The unknown pump being used immediately alarmed for air in line. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4): the unknown IV set has been identified to be a clearlink paclitaxel set.the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed.